Manufacturer narrative:
The article¿s author contact reported that the study received assistance from a medtronic research center for data collection and monitoring; additional information is being requested from the center to determine whether specific device information and individual patient demographics/outcomes from the study population is available. Without identifying information, it cannot be determined at this time which events may have been previously reported or if explanted devices were returned for analysis. The listed event date is the date of online publication of the article. (B)(4). Citation: "risk factors for distal contegra stenosis: results of a prospective european multicentre study" dietmar boethig, christian schreiber, mark hazekamp, ute blanz, rene prêtre, boulos asfour, ruben greco, vladimir alexi-meskishvili, arturo gonçalves, thomas breymann thoracic and cardiovascular surgeon vol. 60 no. 3/2012 pg. 195-204 doi http://dx.doi.org/10.1055/s-0031-1298062. Issn 0171-6425.

Manufacturer narrative:
Medtronic received additional information regarding the four deaths in this study. Patient one was noted to have expired due to right ventricle (rv) failure/dysfunction. The implant site reported that the death was unknown if related to the implanted device. Subsequent information was obtained; the surgeon stated the death was not due to the device, but likely due to the cardiac status of the patient, the clinical/surgical history, and the patient's small size. This event was previously reported by medtronic in medwatch number 2025587-2007-00033. Patient two expired due to acute right heart failure. The implant site reported that the death was not related to the implanted device. A post-mortem medical examination of the patient was performed by a pathologist. At explant the conduit looked normal with no thrombosis visible. Based on the information received, there was no evidence of a device performance issue or that the device contributed to the patient's death. Patient three died from acute left heart failure. A post-mortem biopsy showed that parro-virus myocarditis was the cause of the heart failure. The implant site reported that the death was not related to the implanted device. The physician stated that the myocarditis led to the decompensation of the left ventricle (lv) and death. There was no allegation of a device malfunction. No autopsy was performed per the family request. Information was received regarding patient four that indicated the cause of death was cardiopulmonary decompensation. The implant site physician reported the death was not related to the implanted device. There was no device malfunction reported or any allegation against the device. Based on the additional information received from the article¿s author and medtronic¿s clinical study sites, eight previously submitted medwatch reports were identified that were related to patients in this study (see numbers below). Based on the limited identification of patients from the article, the remaining observations from the article could not be linked to a specific patient or any historic medwatch reports that may have been submitted. 2025587-2007-00041 2025587-2008-00001 2025587-2008-00007 2025587-2008-00006 2025587-2008-00021 2025587-2007-00033 2025587-2008-00128 2025587-2007-00133 conclusion: the clinical observations noted in the article are known adverse events consistent with previous clinical data. Without the return of the product(s), no definitive conclusion can be made regarding the clinical observations.

Event description:
Medtronic received information via a journal article of post-implant events associated with the implant of pulmonary valved conduit devices from this model family. The study was designed to identify risk factors for distal anastomotic stenosis after implant of this model device in children. The article reported adverse events identified from a study population of 104 patients over a 29-month period, including ten explants, due to distal stenosis (4 patients), proximal stenosis (2 patients), thrombosis (2 patients), and dilatation at 7 months (1 patient). There also was one elective explant. In addition, there were reports of: high gradients (18 patients), valve thrombosis (5 patients), dilatation (2 patients), proximal obstruction (2 patients, both also included in the explants total), endocarditis (1 patient, treated medically), distal stenosis (13 patients, 5 of which were included in the explants total and one which required intervention prior to explant), moderate or severe valve insufficiency (26 patients, identified via echocardiogram), conduit degeneration resulting in or presenting as stenosis, insufficiency, thrombosis, or dilatation (37 patients). Four patients in the study population died postoperatively. The cause of death for one patient was myocarditis at 4 months; the causes of death for the other 3 patients was not reported. It was not reported whether the deaths were related to the device or its function, nor was there any allegation that the device contributed to the deaths. The study investigated eight potential risk factors (age less than 2 years, diagnosis, running suture, use of glue, flapless anastomosis, oversizing, anticoagulation, and implantation site) and concluded that patient age (less than two years at implantation) was the main risk factor for development of distal anastomosis stenosis after device implantation. The influence of the other investigated factors was too small to be proven within the study population and timeframe, or there were other risk factors the needed to be taken into consideration to explain outcome differences among recipients under 2 years. The overall performance of the device was found to be comparable to published results after homograft implantation in similar populations. More detailed information about specific devices and individual patients was not included in the article. The study population included 104 patients from nine medical centers, ranging in age from 0.03 - 20.5 years, and included implant of all six sizes of this model device (ranging in size from 12 - 22 millimeters in diameter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.